Event description:
Malfunction: gas related error message. An opthalmic technician reports when the laser was turned on, it displayed error 18, which would not go away even after rebooting the system 5 or 6 times. They system would not allow gas change to be performed. Surgery day was delayed.

Manufacturer narrative:
During the on site investigation, the territory manager (tm) confirmed the laser displayed error 18 during gas change. The pump would not pump down below 155mbar during arf line evacuation. The tm replaced the vacuum pump board, aligned the fixation light, microscope and slit lamp. The tm also increased evacuator speed, then completed a system verification per factory specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).